Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Additional information was received. The customer indicated there were 24 affected devices.

Event description:
It was reported that there were particles in the infusion bag of the medication cassette. The customer stated that they have noticed particles in the infusion bag of the medication cassette. They have been able to isolate a particle from the infusion bag of a medication cassette and also identify it. . The cassettes in question have been used in production but have been completely emptied of fluids. The event occurred during the inspection of filled medication cassettes. There was no patient involvement.

Manufacturer narrative:
Additional information was received. The customer indicated there were 24 affected devices however they did not provide any photos or samples to verify this information. H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.